Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) alleging an issue with her onetouch delica lancing device. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the lancing device issue began on (B)(6) 2016 at 12 noon while out walking in the woods she found that the subject device casing was cracked and/or broken. The patient stated that she manages her diabetes using metformin and trigenta and denied making any changes to her usual diabetes management routine after the alleged issue began. The patient stated that she experienced symptoms of shaking and clammy hands approximately 2 hours after the reported issue began, and denied receiving any form of medical intervention in response to the alleged issue. At the time of troubleshooting, the csr noted that the subject lancing device had been in use for approximately 2 years, the correct 33g lancets were being used and there was no indication of misuse of the device. The csr was unable to resolve the issue, and replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed signs/symptoms suggestive of a serious injury after the alleged product issue began.